Event description:
It was reported that the device was used during a gyn procedure. The device jammed. Another device was used to complete the case. There was no adverse consequences to the patient.

Manufacturer narrative:
Jaw/cam; clip. Eval summary - the analysis results for the el5ml instrument confirmed that the instrument was returned non-functional. The instrument was cycled and a bypass issue was noted, after removal of one unformed clip and one pear shaped clip from the jaws the instrument fed and formed six clips conforming. Additionally during eval, sticking issues were noted. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.